Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been taken to the hospital via ambulance in (B)(6) 2016 with blood glucose of 23 mg/dl. Customer was in the emergency room for five hours, was treated and released. Customer was wearing insulin pump at the time of emergency room visit. Customer also reported of having diabetic ketoacidosis in (B)(6) and passed out while at a restaurant. Customer declined troubleshooting for low and high blood glucose.